Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: during the procedure, the active blade was broken. The broken blade was stuck in the tissue (it did not fall into the pt cavity) and retrieved. Another device was used to complete the procedure. No tissue damage occurred. No add'l tissue loss occurred. There was no harm to the pt.